Manufacturer narrative:
A company clinical analyst reviewed this complaint file and stated the following: endophthalmitis was reported in reference to use of a phaco handpiece and a cataract console. The console is a closed system. It is operated with a sterile single use cassette which is designed to isolate the pt fluid path from the console itself, as reiterated in the cassette design requirements. It is therefore a physical impossibility for the console itself to have cause or contributed to this reported event of endophthalmitis. There is no evidence that the design or manufacturing of the phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed and sterilized per the products directions for use (dfu). The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece or system. A review of endophthalmitis complaints against the phaco handpiece over the past 24 months shows no emergent trends in the field. As such, manufacturing is not a suspected contributor to these reported events. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported a "few" pt's presented with endophthalmitis following ocular surgery. Additional information was requested, however, the surgeon refused to provide further details.